Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was cracked, unresponsive, and unreadable. The customer reverted to an alternate method of insulin therapy. Customer experienced a low blood glucose level of 57 mg/dl; cause was unknown. Customer received assistance from the school nurse to enter carbohydrates in pump settings to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen and malfunction issues were verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.